Event description:
It was reported that a malfunction occurred on a pump, indicated by a malfunction code. Details regarding the impact on the customer¿s blood glucose level were unknown, leaving no reported adverse effects. Technical support assisted the customer in resetting the pump and provided instructions for future action if the issue recurs. The customer understood these instructions and continued to use the pump.